Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 87 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and able to complete pump rewind. Customer was advised to perform self test and it did not passed. The insulin pump will not be returned for analysis.